Event description:
It was reported that the patient was placed on cardiomems late last year and was diuresed based on the diagnostic numbers for peripheral artery disease (pad). The patient presented at the hospital on (B)(6) 2025 for renal failure with a creatinine level of 8.19. The patient was placed on hemodialysis (hd) and ultimately transitioned to peritoneal dialysis (pd). The ventricular assist device (vad) was noted to have functioned as expected, though the team suggested that the patient's renal failure was secondary to contrast received during cardiomems placement. Additional information was received on 01may2025 that the renal dysfunction had been present pre-vad implant, the site did not care for the patient previously and was unable to provide exact renal dysfunction cause or the onset date. The date of the first time the patient required dialysis via continuous renal replacement therapy (crrt) was on (B)(6) 2023. Basic metabolic panel (bmp) was collected on 07jun2023 that confirmed renal dysfunction with a creatine level of 3.95 and a glomerular filtration rate (gfr) of 17. Bmp collected on 28feb2025 showed a creatine level of 8.26 and gfr of 6. The patient was admitted on (B)(6) 2025 for initiation of dialysis. The patient experienced inability to manage volume status, right ventricular failure (rvf), low urine output, and uremia. The rvf was noted to have also been pre-vad implant. Whether a device related issue contributed to the rvf was unable to be determined. The patient was being treated with sildenafil 20 mg every 8 hours for right ventricle (rv) support and pd to reduce rv afterload. At the time, the patient was doing well at home on sildenafil and pd to support volume status.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas with no further related issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.